Manufacturer narrative:
Product event summary the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to dislodge. No patient complications have been reported result of this event.